Manufacturer narrative:
The returned product evaluation confirmed an internal leak which caused damage to the device after being filled with insulin. The user is instructed in the user guide to frequently monitor their bg levels. By following this recommendation, the user was aware of high bg levels and was able to start a new pod successfully.

Event description:
The customer reported that he experienced elevated bg readings (320mg/dl) and was therefore "not sure if the pod was working properly". No pod alarm or other issue with the device was reported. The pod was removed and replaced and will be returned for evaluation.